Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage noted on electronic assembly or on motor. Unable to test for display anomaly due to blank display. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was 11.0mmol/l. Advised customer the possible causes of blank display. Customer reported the insulin pump was exposed to moisture when she dropped the insulin pump into the swimming pool. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.